Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its external threads. The implants drive feature was damaged. No visible damage to the implant¿s external or internal threads. An in-house screw engaged and disengaged with the implant as intended. DHR review was completed for the subject lot number 1290012. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1290012 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter name: unknown / not provided. G4: premarket identification PMA/510(k) #: k013227.

Event description:
The doctor reports that the threads of the implant placed in position #45 deteriorated when tightening it with the ratchet. The bone type is iii. The procedure was not completed with the use of another implant.